Event description:
It was reported to lifecell that the pt underwent bilateral mastectomy followed by tissue expander and alloderm implantation on (B)(6) 2012. The md used 2 drains per side. The pt was fully expanded when she started to present with symptoms of infection. On (B)(6) 2012, the tissue expanders and alloderm were removed and cultures/biopsies were done. She was treated with antibiotics and washout of the breast pocket. Investigation into alloderm lot b43796r included: review of microbiological testing records for incoming skin (B)(4) confirms no pathogenic organisms (as defined by aatb) identified in culture. Propionibacterium species was identified. Review of the lot processing records with no remarkable findings. There were no conformances or deviations that could impact product safety. Review of quarterly dose audit for alloderm rtu was acceptable. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. As of (B)(6) 2012, there were no other complaints reported to lifecell against (B)(4). Review of environmental monitoring records confirms that no em excursion or unexpected events were encountered in the relevant processing areas during processing that could affect product quality. As of (B)(6) 2012, there were 17 grafts distributed from lot b43796r including 6 grafts reported as implanted per returned ttrr cards. The tissue recovery partner was queried for other complaints against the donor lot. The donor was a skin donor; therefore no other tissues or organs were recovered. Lifecell concludes that due to time from implant to infection, no other complaints against the donor lot, alloderm rtu graft is terminally sterilized and acceptable dose audits for sterilization, the event is unlikely related to alloderm rtu. (B)(6).